Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information via unpublished literature regarding a study performed to evaluate medtronic corevalve evolut 23-mm prosthetic valves from 12 (B)(6) medical centers between (B)(6) 2012 and (B)(6) 2014. The study population included 101 patients (predominantly female; mean age 81±9 years), all of which were implanted with medtronic corevalve evolut valve (serial numbers not provided) in native or degenerated valves. Among all patients eight deaths occurred, 5 early deaths (in-hospital and 30-day follow-up) and 3 late deaths (90-day follow-up). Four deaths occurred immediately periprocedural; no other details were provided. The causes of the 3 late deaths included: major stroke, intracerebral bleeding, and reduced post-procedural general condition. None of the deaths were attributed to medtronic products. Adverse events included: 6 periprocedural stroke (2 major, 4 minor), 3 stroke at 90-day follow-up (one of which led to death), 20 access site related complications (10 major,10 minor), 5 acute kidney injuries (4 of which were associated with other complications), 23 in-hospital bleeding complications, 30 bleeding complications at 90-day follow-up (10 life threatening or disabling, 14 major, 6 minor), 17 periprocedural transvalvular high gradients (>20mmhg) that later resolved, 4 in-hospital moderate aortic regurgitation, 1 severe aortic regurgitation at 30-days follow-up, and 8 arrhythmia requiring permanent pacemaker implants. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: date of notification/receipt used for event date (not date of publish as stated previously).

Event description:
Additional information received from the physician/author stated that no medtronic product contributed to the observed deaths or other adverse events. No devices were explanted. Serial numbers were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.